Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1, 2.2, 4.1 and 4.2 failed. A field service engineer (fse) checked all connections, and despite unplugging and reconnecting them, proceeded to replace both the module controller and drawer controller due to fit issues with the retractor band on both ends of the boards. The original controller boards were older part numbers that have since been updated with revised versions. Drawers were reconfigured and tested using the hardware test application (hta), and they functioned correctly to resolve the issue. Drawers 4.1 and 4.2 had their cables removed and reinserted to ensure no loose connections. Row board connectors were verified to be secure, and no debris was found inside the drawers. Additionally, the fse purged the zebra label printer, which had accumulated several hundred print jobs after being paused. Per the customer¿s request, all print jobs were deleted. The unit was reset after the purge and verified to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height drawer keeps failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.